Manufacturer narrative:
No device was returned for evaluation and no radiographs could be provided confirming the alleged event. No device material or lot information so it is unknown if the was a sterile pack item or a self sterilize tray configuration nor could a manufacturing review be completed. The type or origin of the infection was not provided. Due to a lack of information provided an definitive root cause could not be determined however, post-operative infection is a known complication of surgical procedures that can be the result of environmental contamination, incomplete sterilization or patient related healing factors. Nuvasive instrumentation is cleaned and sterilized by the user facility and sterilization records were not provided. No additional investigation can be completed. Label review "potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection" "potential risks identified with the use of this system, which may require additional surgery, include: infection" "single use/do not re-use: reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure, material degradation, potential leachables, and transmission of infectious agents" "pre-operative warnings - care should be used in the handling and storage of the vuepoint implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions and use aseptic technique when removing the vuepoint implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the vuepoint implants if there is any evidence of damage. Refer to cleaning and sterilization instructions below for all non-sterile parts." "Packaging - packages for each of the components should be intact upon receipt. Devices should be carefully examined for completeness, and for lack of damage, prior to use. Damaged packages or products should not be used and should be returned to nuvasive. The instruments and implants of the system may be supplied as either sterile or non-sterile. All implants provided non-sterile are single use and should be sterilized per instructions provided below. Instruments provided non-sterile can be single-use or reusable. Discard single-use instruments after use. Reusable instruments should be reprocessed using instructions provided below. All implants and instruments provided sterile are intended for single use only. Do not use if package is opened or damaged. This product should not be re-sterilized. Discard single-use instruments after use." "Handling of the sterile implant - before removing the implants from the package, make sure that the protective packaging is unopened and undamaged. If the packaging is damaged, the implants have to be considered as non-sterile and may not be used. Upon removal from the package, compare the descriptions on the label with the package contents (product number and size) note the sterile expiry date. Implants with elapsed sterile expiry dates have to be considered as non-sterile. Take particular care that aseptic integrity is assured during removal of the implant from the inner packaging. Open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used." "Cleaning and decontamination - all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions (doc #9400896) before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible, contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used and should be returned to nuvasive. Contact your local representative or nuvasive directly for any additional information related to cleaning of nuvasive surgical instruments." "Sterilization - all non-sterile instruments and implants are sterilizable by steam autoclave using standard hospital practices, in addition to nuvasive¿s validated parameters. In a properly functioning and calibrated steam sterilizer, effective sterilization may be achieved using the parameters prescribed in the nuvasive cleaning and sterilization instructions (B)(4)."

Event description:
This event was identified during a review of the posterior cervical fixation (pcf) study that noted a patient underwent pcf on (B)(6) 2023 at c3/t2. On (B)(6) 2023 the patient was readmitted to the hospital with a post-operative wound infection and received IV doxycycline to treat infection followed up with plastic surgery on (B)(6) 2023. And is now reportedly doing well.